Event description:
It was reported that resistance was experienced during the fill process. Customer¿s blood glucose level was 120 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.